Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient experienced elevated blood glucose (bg) around 600mg/dl with large ketones associated with a time loss/gain issue with the pump. There were no reported signs or symptoms of hyperglycemia. Reportedly the patient resumed normal pump function after it was replaced and was hospitalized with diabetic ketoacidosis (dka) and treated with intravenous (IV) insulin and fluids to lower the bg. During troubleshooting with customer technical support (cts) the reported stated that the patient felt that the time/date issue, as well as the call service 088 alarm was the cause of the high bg. The reporter noted that the pump was gaining/losing time by more than five minutes per month. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time loss/gain issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: the black box history started on (B)(6) 2017. The black box for the event on (B)(6) 2017 has been overwritten. There was no evidence of a time loss/gain in the available black box data. The total daily dose (tdd) history showed out of order dates from (B)(6) 2017 to (B)(6) 2017; the black box data for these dates was not available. A timekeeping accuracy test was performed. The pump passed the time test and maintained time accurately during 5 day duration test. The tdd histories added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.